Manufacturer narrative:
Corrected data: h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with an edwards aortic valve, implanted for seven (7) years and eight (8) months, underwent a valve-in-valve procedure due to severe stenosis. Per medical records, this case involves a 62 year-old female with hx of stenosis, hypertension, hyperlipidemia, transient ischemic attack, dm type ii, anemia, acute of chronic systolic decompensated heart failure with placement of biventricular pacemaker and prior conventional avr. She presented with stenosis. A 9600tfx 23mm valve was successfully implanted with peak gradient post-implant of 8-10 mmhg. It was noted that patient was transferred to ICU in stable condition.